Event description:
Technical services received a call on 10/04/2012, from sales rep. Trend from prior device showed shock impedances of 46 ohms (B)(6) 2011, 50 ohms (B)(6) 2012. Highest is 55 ohms on (B)(6) 2012. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).